Manufacturer narrative:
As part of normal complaint follow-up an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Discussion with the makoplasty specialist (mps) present at the case and review of the session file revealed that a shifted base array or femoral array likely caused the issue observed in the case. The mps has been informed of risk mitigations for further use.

Event description:
The surgeon was scheduled to perform a patellofemoral (pf) partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. After resecting the trochlea, the surgeon observed that the cut was 1-2 mm deep, although it had been planned 1-2 mm proud. The final placement was accepted and the surgeon implanted the component successfully.